Event description:
During routine cleaning and calibration customer noticed that the ventilator would not hold pressure. Customer requested siemens to dispatch field service engineer to site to repair ventilator.